Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin had blank and white screen and it was flashing all the time. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump switched on and off all the time with audio alarm. The device is expected to be returned for analysis.

Manufacturer narrative:
Insulin pump was received with critical pump error (open book image) alarm with constant tone during testing due to moisture damage on electronic assembly. No missing segments/partial display noted during testing. Unable to verify battery power loss alarm due to critical pump error (open book image).